Manufacturer narrative:
Manufacturing records were reviewed and there is no objective evidence to suggest that the deice may have been released with nonconformities related to the nature of this complaint. The device met specifications prior to distribution. Analysis of actual device is pending.

Event description:
During a coronary angioplasty, after inflating and deflating the empira nc rx ptca 15 x 2.0 balloon catheter, the entire balloon portion dislodged/separated from the shaft during withdrawal. The separated balloon portion became stuck in the vessel/left anterior descending (lad). The physician was able to successfully retrieve the separated device using a retrieval device. There was no reported pt injury as a result of the reported product issue. The device along with the separated/retrieved portion is being returned for analysis. The lad target lesion was reported to be: a 90% stenosis, calcified, type c, a little angulated and was not a chronic total occlusion (cto). There was reported resistance/friction encountered during advancement of the device. No excessive torquing of the device was required. The device did not kink in the area of separation. The separation occurred at the "weld of the balloon to the metallic shaft". There was a reported sudden loss of pressure with the balloon inflated and on withdrawal, only the shaft was retrieved. There were no reported anomalies noted when the product was removed from the packaging or during preparation. The device was inserted through a standard hemostatic valve and not a stopcock.